Event description:
The customer informed us that the heating element of his ih-incubator l would not be heating and would not respond when turning it on. The customer removed the "heating element" and reinstalled it and there was a "burning smell". No damage was done to the facility or injury to any operator. When taking out the heating element, it powered up. The fan was not turning on and did not heat up the tube or card area. The instrument has been operating for four years without any problems and the customer has decided to replace the instrument. The problem was caused by an electronic component that was overloaded and burned out without causing any apparent damage.

Manufacturer narrative:
This is our combined initial ad final report on this incident.